Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag console¿s housing and front membrane/label being damaged were confirmed. The centrimag console the ((serial number (B)(6)) was returned to the european distribution center where it was observed to have damaged housing and a damaged front membrane/label on its bottom left corner upon arrival. The console was functionally tested and was found to perform as intended despite the observed damages. The damaged housing and front membrane were replaced then preventive maintenance was performed. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during investigation at the manufacturer's distribution center, damage to the front housing and top cover of the console was noted.